Event description:
It was reported that there was an alert on this implantable cardioverter defibrillator (ICD) system for right atrial (ra) lead pacing impedance values greater than 3000 ohms, which was high out of range. A lead fracture was suspected because there was a signal artifact monitor (sam) episode along with oversensing of atrial noise resulting in an atrial tachy response (atr) episode. It was noted that the plan is to evaluate the lead and perform an x-ray. Technical services (ts) analyzed device data and found respiratory rate trend (rrt) artifact during the sam episode which caused the minute ventilation (mv) vector to switch to the right ventricular (rv) lead and confirmed oversensing of mechanical noise during the atr episode. The ra lead impedance had been stable with variable intrinsic amplitudes. No adverse patient effects were reported. Currently, this ra lead remains in service.